Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of device memory indicated varying battery impedance trend.

Event description:
It was reported that there were significant fluctuations in the device's battery impedance, and the physicians were concerned that if the device reached elective replacement indicator (eri), the patient's health would be compromised. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.